Event description:
It was reported that they could not interrogate the implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis verified the no telemetry condition. Further analysis found that the failure mode was due to battery depletion caused by high system current drain. There was evidence that the failure mechanism may have been in a mixed signal integrated circuit (ic). However, the ic chip was damaged during the analysis. The analysis was terminated with no cause of failure identified for the reported condition. The stacked chip scaled package (scsp) was not inspected prior to chemically removing the ic from the scsp. The scsp is no longer available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).